Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission observed the right ventricular (rv) lead with possible undersensing. Clinic data found that prior reprogramming was made to sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.